Event description:
It was reported that a patient presented in clinic and experienced a bradycardia episode and unexpectedly lost consciousness. Upon being admitted to the emergency room, the patient's pacemaker was not able to be interrogated, and was determined to be in back-up mode. The cause of the back-up mode is unknown. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: b5 in initial MDR should have mentioned premature battery depletion. Analysis: the reported events of inability to interrogate, device was in backup mode, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The reported events of inability to interrogate, device was in backup mode, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.